Event description:
Customer reported the system continued to x-ray after the customer had released the doghouse x-ray switch. No patient injury was reported.

Manufacturer narrative:
(B) (6) report. A ge representative evaluated the system and determined the x-ray switch and interconnect cable needed to be replaced.